Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found at force sensor flex connection to pcb1 board connector during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unable to confirm pump error 38 due to critical pump error (open book image), however pump error 38 noted in pump download history on 07/02/2024 11:17:30.000 several times. Pump error 53 (file number 2005 line number 5632) was also confirmed in pump download history on 07/02/2024 12:14:46.000 due to an unstable power to the rf chip per software engineering log. No physical damage to unit observed. Pump alarmed critical pump error (open book image) after battery installation. Verified cause of critical pump error (open book image) due pump error 53. Pump error 53 caused by an unstable power to the rf chip per software engineering log. Isolate to electronic assembly. No pump error 38 confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement). (Retries to free a stuck motor failed.). The customer reported no adverse events. The event involved product(s) mmt-1714k. The troubleshooting was performed and the customer reported receiving a pump error. The customer was not able to clear the error. No harm requiring medical intervention was reported. Mmt-1714k was requested and the customer response was that the device would be returned.